Event description:
It was reported that on april 20, 2023, the instrument¿s speed does not work. The issue was observed during weekly equipment audit. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. This report involves one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b additional device product codes: gxl and hxx. Part: 05.000.008 synthes lot: 008082 supplier lot: 008082 release to warehouse date: dec 13, 2021 supplier: triangle manufacturing no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the repair technician reported that the device did not run in fast forward, forward and reverse, membrane vent and wires were discolored, motor and barrier had brown residue, and nose cone did not move in any direction. The following parts were replaced: circuit board, shcs, pfhs, o-ring, contact plate, set screw, motor/gearhead, housing, shrink tubing, and all other applicable components. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on 08-may-2023 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.